Event description:
It was reported that 28 days post implantation of a 3.5 mm x 15 mm xience v stent in the mildly calcified, moderately tortuous, eccentric, mid right coronary artery, the patient developed stent thrombosis. The index procedure was (B)(6) 2011. On (B)(6) 2011, the patient visited a different hospital and was diagnosed as cardiac arrest. The patient was hospitalized for three days and after recovery was discharged. It was noted that the patient continued experiencing chest difficulty, and on (B)(6) 2011, visited another hospital. An electrocardiography showed an abnormal result and a coronary angiography revealed thrombosis on (B)(6) 2011. Additionally, a bent stent strut was suspected as the intravascular ultrasound (ivus) showed a possibility that the stent had bent struts. The thrombus was treated by pre-dilatation with a non-abbott balloon catheter and aspiration was attempted, however, the thrombus was excessive. A 3.5 mm x 14 mm non-abbott stent was implanted in the lesion using 14 atmosphere. Blood flow was established and confirmed with angiography. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.5 x 12 mm quantum; guide wire: rinato; guide cath: brite tip 6f jr4.0; other: ivus the xience v stent delivery system (sds) was not returned for analysis which may have aided in the investigation. Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the sds with accessory devices or anatomy. There was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties and as the stent damage was not noted until after the stent was successfully implanted, it is possible that an interaction with another device contributed to damaging the stent however this could not be confirmed. The patient experienced chest pain and was diagnosed with cardiac arrest and stent thrombosis; angina, cardiac arrest, and thrombosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined. A review of the device lot history record did not reveal any associated nonconforming material records that would have contributed to the reported complaint. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All stent delivery systems are visually inspected for stent damage, including at the operation when the protective sheath is placed over the balloon.